Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)). Data from the reported event date of 08jul2024 was reviewed in the controller event log file. The log file captured low voltage hazard and no external power alarms on 08jul2024 from 0:37:53 to 0:38:11 and from 2:02:22 to 2:03:20 due to losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. The pump maintained a speed within the expected range throughout the log file. Multiple attempts were made to obtain additional information from the customer regarding the event (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a v-lock connector on the ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
There was a low voltage and no external power alarms on (B)(6) 2024 from 0:37:53 to 0:38:11 and from 2:02:22 to 2:03:20 due to losses of external power while connected to the mobile power unit (mpu).